Manufacturer narrative:
A review of the device history record could not be performed as the lot number was not reported. The guidewire was received contained within the stabilizer of a stent delivery system. Analysis of the device revealed proximal guidewire break. The guidewire was bent at the separation site as well as along its length. The polytetrafluoroethylene (ptef) coating was scraped near the separation site. The guidewire was slightly stretched at its distal tip. The distal separated section was contained in a stabilizer catheter. Magnified examination of the fracture site showed the core wire was fractured. From the condition of the guidewire at the fracture site, it appears that the guidewire was separated due to excessive manipulation. The guidewire hydrophilic coating was examined; the coating is present on the guidewire and meets visual specifications. The guidewire outer diameter was conforming to its required specifications. The guidewire was also conforming to its length specifications. Information available indicated that during advancement of the stent delivery system through which the guidewire was being contained in the stabilizer, broke while being advanced through tortuous anatomy. Based on the information available, it is probable that the tortuous anatomy let to the difficulties during advancement of the stent delivery system resulting in the broken stabilizer catheter and guidewire damages. It is believed that the observed bends, scraped ptfe coating and stretched distal section occurred as a result of the difficulties encountered during advancement. Therefore, an assignable cause of operational context has been assigned to the guidewire break as anatomical factors led to the damages observed limiting the performance of the guidewire during use.

Event description:
Analysis of the device revealed that the guidewire outer proximal shaft was separated. There were no reported clinical consequences to patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.

Event description:
Analysis of the device revealed that the guidewire outer proximal shaft was separated.there were no reported clinical consequences to patient.